Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the universal seal(s) on the trocar(s) was/were leaking. The trocars and universal seals were inspected prior to the start of the case with no irregularities noted. This leak caused a greater than 31 minute delay in a procedure lasting 3 hours and 27 minutes. All universal seals were from the same product lot number. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the issue occurred throughout the entire case. There was no patient harm due to the alleged issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the universal seal(s) involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.